Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had vibration anomaly. The customer¿s blood glucose level was 120 mg/dl and sensor glucose was 50 mg/dl. The customer reported that they had battery out limit and inserted new battery. The customer reported that the insulin pump was not working and was making weird noises. The insulin pump will not be returned for analysis.